Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4, h4: the expiration and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during rotator cuff, the anchor has not been put in place because metal is not welded. It was impossible to screw the anchor on the bone. The complaint device was received and evaluated. Upon visual inspection, it was observed that the metal tip was broken and separated from the healix advance driver tubbing. Also, it was identified marks of scratches in the connection point between the shaft and the tip. Therefore, the complaint reported can be confirmed. The anchor, the suture and the handle cover were not returned with along the device. A manufacturing record evaluation was performed for the finished device lot number 7l24509, and no non-conformances related to the reported complaint condition were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. No further procedure information was provided to determine at what specific point in time this failure occurred. We cannot discern a specific root cause for this failure. A manufacturing investigation was performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The external manufacturer concluded that the root cause is undetermined. The shaft and the tip have a connection point and it is probable that this type of failure can related to a welding issue; when applying excessive tension or with off axis insertion affecting the connection point; however, it cannot be conclusively affirmed. The failure was inspected and a closer analysis to the several controls; also, during receiving inspection and manufacturing process have been done. As a result. There was no incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. As per IFU, it is important to do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Also, the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4); incomplete the expiration date is currently unavailable. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the 5.5 healix advance br w/ocord anchor device could not be put in place as the metal was not welded. According to the report, it was impossible to screw the anchor on the bone. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.